Event description:
It was discovered during baxter's testing that a spectrum pump falsely alarmed downstream occlusion. There was no pt involvement because this alarm was experienced during testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Downstream occlusion alarms were confirmed and were determined to be caused by a failed downstream sensor. The failed downstream sensor was replaced.